Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During the trial procedure, the pt's blood pressure increased while the doctor attempted to place a lead. The pt also became unresponsive and began moving involuntarily. The doctor aborted the procedure and sent the pt to the ER. While in the ER the pt woke up and was alert. The facility discarded the lead. The doctor made no comments with regard to the device being the root cause of the decision to abort the procedure. No further info is available at this time.